Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife of a customer indicated via phone call of unexplained high blood glucose of 465 mg/dl. Customer treated by changing the infusion set and an injection. The customer declined troubleshooting for high blood glucose and indicated that they will monitor the pump and call back if issues persist.